Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. There was no reported adverse impact to customer's blood glucose level. Reportedly, a new cartridge was loaded to address the event. Customer reverted to a backup pump for insulin therapy.